Event description:
Facility reported collar of vial access device cracked and device also leaked, spraying pharmacy technician with unknown chemo agent. Date of event is unknown. Tech was wearing protective gear except goggles and was behind a hood, so only gown and gloves got exposed. No harm to tech occurred and no medical intervention was required. Tech stated that due to viscous fluids flowing too slowly when withdrawing the chemo from the vial, she had injected 30 ml of air into the 10 ml vial. Technician was re-instructed that air is not intended to be injected into vial during use as this can cause wetting of vent and leaking. Device received by cardinal health and investigation is ongoing. Follow-up report will be filed when investigation is completed.

Manufacturer narrative:
Manufacturer's report date: 12/31/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.